Event description:
It was reported that this right ventricular (rv) lead defibrillation lead exhibited oversensing of noise resulting in storage of a ventricular fibrillation (vf) episode. No inappropriate therapy was delivered as a result. Additionally, the lead exhibited decreased r-wave signal amplitude measurements and a slight increase in pacing impedance measurements. Impedance measurements were noted to remain within normal limits. The root cause of the reported clinical observations has not been determined. Tachycardia therapy was programmed off in the associated device. The physician planned to schedule a routine device replacement procedure and replace the lead during this procedure. No known procedures have been planned or undertaken at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This lead was surgically abandoned and replaced, and the routine replacement of the device was also undertaken as planned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead defibrillation lead exhibited oversensing of noise resulting in storage of a ventricular fibrillation (vf) episode. No inappropriate therapy was delivered as a result. Additionally, the lead exhibited decreased r-wave signal amplitude measurements and a slight increase in pacing impedance measurements. Impedance measurements were noted to remain within normal limits. The root cause of the reported clinical observations has not been determined. Tachycardia therapy was programmed off in the associated device. The physician planned to schedule a routine device replacement procedure and replace the lead during this procedure. No known procedures have been planned or undertaken at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.